Manufacturer narrative:
Device evaluation of belt sn (B)(4) is underway. The reported problem (does not communicate) was confirmed. As received, the belt failed incoming testing and lacked communication with the test monitor. A root cause investigation is underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that it would not communicate with a test monitor.